Manufacturer narrative:
Patient and device details unavailable at the time of this report, this report is submitted on february 09, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a post-operative infection around incision site, subsequently the patient was admitted to hospital and placed on IV antibiotics (date not reported).